Manufacturer narrative:
This report is being supplemented to provide additional information provided by the third party microbiological results. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (distal end, forceps raiser, instrument / biopsy / suction channel, air / water channel, and auxiliary water channel) found no detection of microorganisms. The results conform in accordance with "rki-bfarm-guideline.

Manufacturer narrative:
Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: acoustic lens is damaged. Objective lens has a scratch. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes how to reprocess in the following chapters. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation; however, the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing, the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The device was inspected prior to use, and the connection from the flushing channel was found to be loose. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.